Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got an urinary tract infection from the purewick urine collection system and the doctor had instructed not to use it. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be that material surface is rough, abrasive or uncomfortable. The DHR review could not be performed without a lot number. Unable to review the labelling due to no product code available. Although no product code is available, the purewick ifus are found to be adequate based on past reviews. Corrections: d,g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got an urinary tract infection from the purewick urine collection system and the doctor had instructed not to use it. It was unknown what medical intervention was provided for urinary tract infections.